Event description:
The user facility reported that during an unspecified procedure the image went out. The intended procedure was completed with the different device. There was no pt harm reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the image the user reported. The image was still gone, when manipulating the bending section or the cable. The switch was leaking slightly. The image difficulty was attributed to a damaged charged coupled device (ccd) unit. At the present time, the exact cause of the damaged ccd cannot be determined, however extensive use cannot be ruled out as contributory factor. This report is being submitted as a medical device report in an abundance of caution.